Event description:
Caller reported ongoing intermittent occlusion alarms. There was no adverse impact to the customer's blood glucose level. To resolve the issue, the customer reloaded the original cartridge without changing any supplies. The customer had switched from using humalog to fiasp two weeks before reporting the problem. Tandem technical support provided off-label insulin messaging. Due to ongoing occlusions a replacement pump was sent to the customer.